Manufacturer narrative:
Clinical representative reporting the death of a patient who went into septic shock due to a pre-existing condition and passed away. The death is not related to the stimulator and the patient was receiving adequate therapy. The surgical issue (unrelated to stimulator) questionnaire was reviewed for potential causes of the reported issue. Based on this review, the stimulator not implanted successfully, bone puncturing during the procedure, medical intervention required to prevent severe injury or death, and fracture or tissue damage have been ruled out as potential causes. The clinical representative disclosed the patient had been struggling with pre-existing conditions (lupus), which caused to the event. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the death is no problem/fault found related to product or procedure.

Event description:
Patient passed away after struggling with lupus for many years. The patient went into septic shock and passed away.